Event description:
It was reported that the rotaburr got stuck on the rotawire. A 1.50mm rotapro and rotawire drive were used for treatment. During the procedure, upon removal, the rotabur got stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device did not identify any damages or defects. The burr catheter and advancer were connected upon device return. The returned wire was able to be removed with resistance due to kinks present on the wire.

Event description:
It was reported that the rotaburr got stuck on the rotawire. A 1.50mm rotapro and rotawire drive were used for treatment. During the procedure, upon removal, the rotabur got stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with a different device. No patient complications were reported.